Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that a (B)(6)-year- female patient underwent a breast reconstruction primary procedure with a mentor ce med height te 450cc tissue expander and experienced deflation on the right tissue expander. The implant was leaking fluids. The deflation was diagnosed by the image diagnosis by the healthcare professional. As a result, the patient had undergone explantation on (B)(6) 2017.

Manufacturer narrative:
On 04/20/2018, it was reported to mentor that the device history record ( DHR) of lot number 7385043 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 04/25/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears green. Lot number was not legible. Green material was observed within the device and on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed in according with mentor procedures and it revealed a rent at the shell to patch junction on the posterior aspect measuring approximately 0.3 cm. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the green material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/23/2019, mentor confirmed that asr submission reference numbers (B)(4) and 1645337-2018-01934 were duplicated. This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this complaint file, manufacturer's reference number 1645337-2018-01934. Manufacturer's reference number: (B)(4).